Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Upon reviewing the electrogram, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. The patient did not receive any therapy during the oversensing. The device was reprogrammed to resolve the issue. No patient symptoms were reported.